Event description:
The pt was reportedly experiencing intermittencies. Testing confirmed that the pt's device was not functional. The pt was explanted and reimplanted with another advanced bionics cochlear device.